Event description:
It was reported that the upon interrogation on the following day after implant of a right atrium leadless pacemaker (RALP) it was found that the RALP exhibited no capture. X-ray was performed and revealed that the RALP was in the right ventricle. The physician elected to retrieve, explant, and implant a new RALP. The patient was stable following the procedure.